Event description:
Product is stated to deliver 1/2 cc every 6 minutes, maximum (5 ml/hr). Product delivered 44 ml in 10 hours (4.4 ml/hr) without being activated. Infused, product did not leak; pt did not activate device.